Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited an isolated event of noisy signals for its right ventricular (rv) lead, so the rv lead was capped and surgically abandoned. A new rv lead was implanted. No additional adverse patient effects were reported. Additional information from the field indicates the patient suffered a syncope episode.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited an isolated event of noisy signals for its right ventricular (rv) lead, so the rv lead was capped and surgically abandoned. A new rv lead was implanted. No additional adverse patient effects were reported.